Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date. The procedure was noted to be successful. After the procedure, the patient received a magnetic resonance imaging (MRI), hydrogel involvement of the rectal wall was seen. Computed tomography (CT) showed that the hydrogel close to the mucosa, but it is not present in the lumen. It was noted that a layer of rectum or serosa was within the gel, around 3 or 4mm posterior to the prostate capsule. The patient is planned for 36,25 in 5 every other day of stereotactic body radiation therapy (sbrt). No further information has been obtained despite good-faith efforts.